Event description:
Event description: a peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the micropore surgical tape. Patient reported that the paper tape aggravates her skin and she is itching out. Pdrn/nurse gave her come cloth tape which works fine for her. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).